Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Despite attempts to obtain further information, none could be obtained. According to available information, this device and lead remain implanted and in service.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead were programmed to ddd pacing mode upon arrival. During the follow-up, the device was reprogrammed to vvi pacing mode due to the patient's atrial fibrillation. Interrogation revealed several high out of range shock impedance measurements. Valsalva maneuvers were performed. Shock impedance measurements were within normal range. Minimal noise was observed in the shock channel. Shock impedance measurements in all different shock vectors were within normal range. X-rays will be performed in the near future and a decision will be made regarding whether a synchronized shock is needed to verify lead integrity. An internal technical service consultant was contacted and provided with the data for their review. No adverse patient effects were reported.

Event description:
Additional information was provided. Ts reviewed the data and determined the noise on the shock electrogram was likely due to arm movement. Impedance measurements were low in the triad vector. It was recommended verifying the connection integrity of the proximal coil and perform a asynchronous shock or low energy commanded shock to verify the lead integrity.

Manufacturer narrative:
- -